Event description:
It was reported that the pump battery was depleting quickly. Customer declined further troubleshooting on issue. Customer reverted to an alternative method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.